Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (service code 204) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the code 204 is the inability of the belt to latch to a monitor. The root cause of the damaged connectors is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).